Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure, a screw from the stapler 45 instrument fell inside the patient. The clinical sales associate (csa) stated that they were able to recover the screw and the case was completed with no other issues. Csa also stated that there were no system errors and the technical support engineer (tse) viewed and confirmed the same via the logs. Tse recommended to RMA the suspect stapler 45 instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The stapler 45 instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the site's complaint history does not reveal any additional complaints involving this product or this event. No image or procedure video was provided for review. A review of the instrument log for the stapler 45 instrument (470298-14/ t10201207 0011) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2021. This complaint is being reported based on the following conclusion: it was alleged that a screw from the stapler 45 instrument fell inside the patient during a da vinci assisted procedure, with no evidence or claim of user mishandling/misuse. The screw was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the issue to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended items falling into the patient may require surgical intervention.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.